Event description:
Implantation of a 2-level pedicle screw system was performed at the l4-s1 disc spaces on (B)(6) 2012. Approx 3 months later, the pt felt a pop during axial rotation. There was no pt injury. Radiographs indicated that both s1 screws had cracked at or near the surface of the sacrum. Revision surgery was performed on (B)(6) 2012 to remove and replace the affected screws.

Manufacturer narrative:
(B)(4). The device was evaluated and the reported event was confirmed. Both screws ar fractured just past the third thread, at approx the bone/screw interface based on the supplied radiograph. Inspection of the returned parts indicate high-load cyclic fatigue with no obvious inclusions or material inconsistencies. Review of manufacturing records indicates all specs were met. Radiolucency at the l4/5 and l5/s1 disc spaces and the time frame to failure implies possible non-union as a proximate cause of the screw fractures. Product labeling indicates "¿potential risks identified with the use of this device system, which may require add'l surgery, include: device component fracture, loss of fixation, non-union, fracture of the vertebra, and vascular or visceral injury". A follow-up report will be filed if new, relevant info is available.